Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. It was reported that the patient's continuous glucose monitor (cgm) was on and functioning with low and high alerts set at 85 mg/dl and 280 mg/dl respectively; however, the patient had turned the alerts off on their phone because it was going off constantly. The patient was found incoherent by their sister on (B)(6) 2020 and taken to the emergency room (ER) by emergency medical services (ems). The patient's blood glucose (bg) bg was 942 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka), hospitalized, and treated with an insulin drip. It was stated that the patient's glucose level usually runs high. The patient was discharged on (B)(6) 2020 in complete recovery. There was no specific allegation of any malfunction of the cgm device, and it was considered by the study site that the event was unlikely related to the device, however it was reported as a device related event. Per medical review, this would constitute an adverse event as it could not be confirmed whether the device caused or contributed to the incoherent state, dka, and need for medical intervention. No product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause was not determined. No additional patient or event information is available.